Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given, cause was unknown. Customer address their bg with a correction bolus via pump. Customer continued to use the pump for insulin therapy.